Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes six (6) tubes had insufficient negative pressure causing the tubes to underfill. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed, and it shows no fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Expired tubes will draw less volume than tubes still within their shelf-life. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes six (6) tubes had insufficient negative pressure causing the tubes to underfill. No health impact or consequence reported.